Event description:
Allegedly revised due to loose cup.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Device event code is addressed in package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00128.